Manufacturer narrative:
The analysis was performed on a cobas e 602 module (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The patient sample was tested and confirmed to be reactive with a cutoff index (coi) of 133, consistent with the customer-reported results. Interference testing revealed reactivity with one hiv-1 specific antigen only, which is characteristic of a false reactive result, as true positive samples typically react with multiple hiv-specific antigens. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause of the reported event was attributed to a false reactive result. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. On (B)(6) 2020, the sample was tested with the hiv combi pt assay and generated a result of 100 coi (reactive), which was repeated and confirmed at 110 coi (reactive). A western blot test was performed, which was negative (no additional details provided). On (B)(6) 2020, a new sample was drawn from the same patient. Testing with the hiv combi pt assay yielded a result of 125.4 coi (reactive), which was repeated and confirmed at 127.9 coi (reactive). Testing with the elecsys ag p24 assay on the same sample produced a result of 0.212 coi (non-reactive).